Manufacturer narrative:
(B)(4).

Event description:
It was reported that during remote follow-up patient received vibrational alert from his device. Upon interrogation, premature battery depletion was observed. Device was explanted. Patient is stable.